Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7083881/7083714, UDI: (B)(4).